Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box did not indicate any unexplained reboots. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The battery compartment was intact with no evidence of physical damage and there was no moisture or corrosion observed in the battery compartment. The test battery cap was fastened and unscrewed a half turn with no power issues occurring. The pump powered on normally and successfully completed a 24 hour duration test with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.